Event description:
The lead was attempted due to patient condition. There was insulation damage close to pin. The procedure took place at (B)(6) medical center. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).